Manufacturer narrative:
(B)(4).

Event description:
The customer was at 401 mg/dl upon arrival at the hospital. The insulin pump was disconnected and the customer was treated, lowering their blood glucose to 380 mg/dl. The customer passed away from cardiac arrest within 2 hours of arrival at the hospital.

Manufacturer narrative:
Device did not have a battery installed when received. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No over or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. The correct information has been included with this report. (B)(4).

Event description:
The customer's blood glucose was 401 mg/dl on arrival at the hospital and he discontinued the use of insulin pump then their blood glucose was around 380 mg/dl. The customer had cardiac arrest and he passed away at around 9pm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The cause of death was a heart attack. The caller stated that the customer had back and shoulder pain that may have led to the customer's passing. The customer was given a steroid for the pain that caused high blood pressure and high blood glucose, which they were having trouble controlling. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected a few hours prior to passing. The customer was not using sensors. The customer received emergency medical assistance for a high before they passed. The caller agreed to return the insulin pump for analysis.